Event description:
Per the clinic, the implant magnet was explanted under general anesthesia on (B)(6) 2022, in order for the patient to transition to osia. Additional information has been requested but it has not been made available as of the date of this report.